Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (300-400 mg/dl). Customer delivered correction boluses using the pump and insulin pens. Customer has since disconnected from the pump and is using alternate therapy. Reportedly, customer's blood glucose levels normalized. System check with tandem technical support could not be completed as customer ended the call.